Manufacturer narrative:
Device is a combination product.

Event description:
(B)(4) clinical study. It was reported that stenosis occurred. In (B)(6) 2018, clinical status assessment indicated that patient's qualifying condition was stable angina. Prior to procedure, the patient was found to have abnormal stress test or imaging stress test indicative of ischemia and the patient was referred for cardiac catheterization. In (B)(6) 2018, index procedure was performed. The target lesion was located in the proximal left circumflex (lcx) extending up to distal lcx with 80% stenosis and was 40mm long with a reference vessel diameter of 2.5mm. Pre-dilatation was performed with unknown balloon catheter and placement of a 2.50 x 48 mm study stent. Following post-dilatation, residual stenosis was 0%. However, baseline core lab angiography result revealed 80% branch percent stenosis in second obtuse marginal. The patient was discharged on the same day on dual antiplatelet therapy.